Event description:
A customer reported a pixel issue on the pump display, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer¿s blood glucose level, as readings did not exceed 500 mg/dl or fall below 54 mg/dl. Despite the difficulty, the customer denied a pump replacement, finding the process of addressing the issue more frustrating.